Manufacturer narrative:
No button error alarm or unexpected battery out limit alarm noted. The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling screens noted. The insulin pump had minor scratched display window, debris under the display window, cracked case at display window corner, broken battery tube threads, scratched reservoir tube window and broken reservoir tube lip.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.